Event description:
The covidien ligasure hand piece was opened to the sterile field and plugged into the coviden ligasure machine # 15042. The hand piece would not work. The error message was equipment malfunction. We opened another hand piece and got a new coviden machine # 19961 the error message was the same equipment malfunction. We removed the hand piece and sent it to risk management the surgeon used another device. The machines will be checked out by clinical engineering. FDA safety report ID# (B)(4).